Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported by the fred x pas clinical study that 6-month angiogram completed by the physician demonstrated an increase in size of an irregular left ophthalmic aneurysm. The physician was planning for additional index aneurysm retreatment procedure on (B)(6) 2025; however, at the time of this report, it is unconfirmed if the retreatment was performed. Event assessed as possibly related to the study device and to the procedure. Patient current status indicated as: mrs 0 and nihss 0.

Manufacturer narrative:
Additional information has been received indicating the patient presented for the retreatment procedure on (B)(6) 2025. However, the images from this procedure confirmed the aneurysm had actually reduced in size and, therefore; retreatment was not performed.